Event description:
The gamma nail was determined to be broken and would need to be revised.

Manufacturer narrative:
Summary of evaluation: evaluation results received from howmedica gmbh in keil, germany suggest that this event would not be associated with the device, but rather would be pt related.